Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.00/+1.5/077 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. Assesment on (B)(6) 2018, angle closure with elevated iop (26mmhg) and excessive vault. On (B)(6) 2018 the lens was exchanged for a shorter length lens. This exchange resolved the problem.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in a micro-centrifuge vial. Visual inspection found the haptic torn and foreign material (residue) on the lens surface. Claim# (B)(4).